Event description:
Initially a complaint was received on (B)(6) 2022 were the doctor stated the "risk" of the tooth 22 root coming out of the bone, picture were provided but did not show the root coming out of the bone. Thus, it was assumed that this psr was not an injury or potential serious injury.

Manufacturer narrative:
During root cause investigation design and anatomy associates determinate psr# 0522-31133 was an adverse event, based on the statement of the complaint even based on the statement of the complaint and even though the photos didn't show the problem, they review the 3d design in their spark designer software, and they confirm that an incorrect movement was made on tooth 22.. Was decided to contacted the doctor to requested more information, which was provided on (B)(6) 2022. The diagnosis provided from the doctor was that movement on tooth 22 was not occurring and there is a risk to losing the tooth. Patient was refer to a dental radiology technician for doing cbct exam. The patient is not fully recovered is waiting for the refinement aligners to return the root of tooth 22 to the bone. Patient is stabilized by passive aligner.